Event description:
The hospital reported that during a coronary artery bypass procedure, 3 heartstring seals did not deploy out of the delivery tube into the aorta. A side biter clamp was used to complete the procedure. No patient complications were reported by the hospital. This is for the second seal.

Manufacturer narrative:
Investigation details: visual inspection verifies that the tension spring remained inside the deployment tube. The complaint is confirmed.